Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high and unstable thresholds. An insulation break was visible and blood had ingressed into the lead. The patient had experienced lightheadedness and bradycardia. The lead was capped and replaced. It was also reported that the implantable pulse generator (ipg) was explanted and replaced due to having reached the elective replacement indicator (eri). The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.